Event description:
It was reported that during preparation for a radiofrequency ablation to treat supraventricular tachycardia (svt), an intellanav mifi oi catheter was selected for use. During preparation it was noted that the catheter was leaking fluid. There were no error messages displayed-. Fluid was leaking from the proximal end. There was no damage to the luer. The flow rate was at 2ml. As a result, this catheter was replaced and the procedure was completed without any patient complications. The catheter is expected to be returned for laboratory analysis.

Manufacturer narrative:
This catheter was returned for laboratory analysis. Visual inspection revealed that the irrigation extension tubing was found partially cut. Laboratory analysis was able to confirm the reported clinical observations.

Event description:
It was reported that during preparation for a radiofrequency ablation to treat supraventricular tachycardia (svt), an intellanav mifi oi catheter was selected for use. During preparation it was noted that the catheter was leaking fluid. There were no error messages displayed-. Fluid was leaking from the proximal end. There was no damage to the luer. The flow rate was at 2ml. As a result, this catheter was replaced and the procedure was completed without any patient complications. The catheter has been returned for laboratory analysis.